Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed that the rf (radio frequency) head did not interrogate devices. Rf head failed all uplink amplitude functional tests; rf head cable found out of electrical specification.

Event description:
It was reported the rf (radio frequency) head would not interrogate the devices. The company representative plugged in a new header and successfully interrogated the patient¿s devices. The rf head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.